Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025 the user reported the ilet bionic pancreas device sleep/wake button, was not responsive. The user was able to power the device on by placing it on the charging pad. Blood glucose was not affected.